Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, the wire was surgically removed. The patient was discharged one day post surgical procedure and is reported as doing fine. No additional information has been provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged to confirm that the core and shaping ribbon were intact. Analysis confirmed the guide wire separation as the core was separated, 14.8 cm proximal to the proximal solder. The tip ball to the proximal end of the core separation was measured in length of 40 cm, confirming that the core was separated at the distal end of the hypotube. The separated portion was not returned. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. For the wire to fail in this manner, the hypotube being over pulled or over bent would require it to be trapped within the anatomy or another device in order to create the required forces to cause a separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Reportedly, there was no resistance during removal of the guide wire from the anatomy. In this case, it is possible that the guide wire was over torqued during manipulation and/or procedural attempts to advance the guide wire which could have contributed to the reported guide wire separation. Additionally, two cds were received and cine review was performed by a clinical specialist that concluded the images confirm the guide wire detached and remained in the patients anatomy post-procedure. The incident description points out that there was spasm in the vessel and resistance in advancement. The spasm may have led to the distal wire entrapment. Analysis also noted three bends in the tip, 6 mm, 1.3 cm, and 2.1 cm proximal to the tip ball. There were offset and overlapping intermediate coils sporadically 2 mm proximal to the center solder for a length of 3 cm. These noted damages are consistent with interaction with the lesion and other devices during procedural attempts to advance the lesion as no damage was reported during inspection prior to use. Resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the vessel was described as narrow which could contribute to the reported resistance. Analysis also noted that the outer diameter of the joints of the guide wire was measured with a hole gauge, however, the hole gauge would not advance past the offset and overlapping intermediate coils as noted. Additionally, corrosion was noted on the proximal solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. To ensure that resistance, and guide wire separation does not occur as a result of a product quality deficiency, manufacturing inspects 100% of the guide wire tips after it is loaded into the dispenser, performs a non-destructive hypotube junction pull test on each wire, and performs outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported resistance and guide wire separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Manufacturing inspects 100% of the guide wire tips after it is loaded into the dispenser, performs a non-destructive hypotube junction pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure on (B)(6) 2011, an attempt was made to perform percutaneous coronary intervention using a radial approach, but successful puncture of the radial artery could not be obtained. Radial pulse was weak and significant spasm was noted. The artery was ultimately punctured with weak arterial backflow using a puncture needle. The sheath could not be deployed using a sheath wire; therefore, a balance middleweight (bmw) guide wire was inserted via an introducer needle. Minor resistance was felt, but the cause was considered to be from spasm. The guide wire advanced with relative ease to beyond the elbow, but when the guide wire was not seen under fluoroscopy in the shoulder, and resistance prevented advancement of the guide wire, the guide wire was withdrawn from the anatomy without any apparent resistance or difficulty. Reportedly, there was no observation that the guide wire was not intact, and the guide wire was discarded. A femoral approach was used to complete the procedure. The patient was discharged the following day with no apparent adverse patient effects, but presented later that day with discomfort in the arm. The patient was readmitted and on (B)(6) 2011, re-catheterization was performed. A section of a wire was found in the patient's arm. Images were taken and compared to another wire external to the patient under fluoroscopy. The distal section of the wire appeared to be proximal in the artery and adjacent to the puncture site. The image of the wire appeared to be similar to a bmw guide wire, but absence of the marker proximal to the wire wound tip section was noted. The section of wire may or may not be partially subintimal. The procedure was prolonged >120 minutes.